Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's right groin. The md found that the iab could not be advanced through the sheath. As a result, the iab was removed and the md inserted an iab-s840c successfully. There was no reported patient death, the patient was not injured and did not require medical or surgical intervention. The delay in therapy was stated as: long enough to remove the iab-05840-lws and replace it with the iab-s840c. There were no reported patient complications. The patient was transferred to the cardiac care unit.